Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: we have had many of our patients' incisions open up completely when we used 3-0 monocryl suture underneath the skin. This has caused numerous issues. It has only occurred with this suture and has affected nearly all of the patients on which it was used. We have pulled all that we have in our office as a result & I have 2 unopened boxes & 8 individual ones. The affected lot #s are: rmmdjb, rkmkub, rpmcsd, rmmdtb. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient impact (ie. Additional treatment or surgical intervention required including re-suturing as a result of ¿incisions open up completely when we used 3-0 monocryl suture underneath the skin¿)? Are there any adverse patient consequences? Did the suture broke during the surgery or post-op? Please clarify. How many patients were involved and that had suture breakage issues? Were these issues previously reported to ethicon? If not provide please provide the following information for each patient or procedure involved: event details: when the event occurred. Lot number, product code, current status of the patient? Is the device being returned? If yes, please provide status. Additional information: the actual device batch number associated with this event is not known. The possible batch reported as numbers: batch: rmmdjb, rkmkub, rpmcsd, rmmdtb.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/18/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a manufacturing record evaluation was performed for the finished device rmmdjb/ y497g06 batch number, and no non-conformances were identified. Expiration date: oct/31/26 date of mfg.: nov/08/21 a manufacturing record evaluation was performed for the finished device rkmkub/ y497g06 batch number, and no non-conformances were identified. Expiration date: aug/31/26 date of mfg.: sep/21/21 a manufacturing record evaluation was performed for the finished device rpmcsd/ y497g06 batch number, and no non-conformances were identified. Expiration date: nov/30/26 date of mfg.: dec/7/2021 a manufacturing record evaluation was performed for the finished device rmmdtb/ y497g06 batch number, and no non-conformances were identified. Expiration date: oct/31/26 date of mfg.: nov/9/2021